Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected pump error 68 alarms, post-reset ram crc alarms or history pointers failed alarms noted during testing. No unexpected blank display anomalies or restart anomalies noted during testing. "The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No this alarm is generated when a power failure is detected alarms, power error alarms, low battery alerts, replace battery alerts, replace battery now alarms noted in the device trace download or during testing or in the device trace download. The low battery alert was successfully triggered with the low battery alert feature functioning properly during testing; no low battery anomalies noted during testing. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, peeling end cap address label and slight corrosion in battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a multiple pump error alarm and experienced high blood glucose. The customer¿s blood glucose level was 265 mg/dl. The insulin pump will be returned for analysis.